Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor had bleed at site when removing the needle housing. Customer¿s blood glucose was below 40 mg/dl and 108 mg/dl. Customer also reported that they received medical treatment as a result of the site issue. The sensor will not be returned for analysis.

Manufacturer narrative:
The information provided in section b5 with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that this morning it showed customer's sugar was below 40, had to take it out of auto mode so it wouldn't reject the sensor. Review of call found sensor showed 40 but customer confirmed it was not 40 with a finger stick.